Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedances of grater than 2000 ohms. Subsequently, the ra lead was surgically abandoned and replaced. The device was also replaced due to normal battery depletion. No additional adverse patient effects were reported.